Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in camera unit, damage on cable unit, damage on the cover unit, watertightness is lost a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in camera unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not transmit image. The issue was found during inspection for use. There were no reports of patient harm.